Event description:
It was reported that the patient expired. The cause of death was not reported. Per the reporter the death was unrelated to the implanted system. The pump was used to deliver fentanyl 750 mcg/ml with a rate of 350.26 mcg/day. The pump also contained bupivicaine 10 mg/ml.